Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that the pain was adequately covered and controlled by the spinal cord stimulator.

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included reprogramming.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The patient experienced a loss of pain coverage. The outcome was reported as ongoing. No actions were taken as interventions. The patient had a fall and experienced a loss of pain coverage. Imaging diagnostics showed that the lead migrated. The event was related to the device or therapy and not related to the implant procedure. The patient was scheduled for a lead replacement. Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional of a clinical study which reported that the lead was explanted/replaced on (B)(6) 2015 along with a pocket revision.